Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with failure code 12:323:528:0000 error was confirmed and reproduced. The root cause of the reported condition was determined to be burned user interface/pump head signal harness caused by a q18 heat sink. The user interface module printed circuit board (uim pcb) was replaced to fix the reported condition. Additional information: the software version for this device is vista minor (5.03.00). A service history review revealed that this device was not previously serviced for the reported condition.

Event description:
The baxter service technician reported a colleague infusion pump that experienced a 12:323:568:0000 failure code during device evaluation. This event occurred during infusion and caused an interruption of delivery. There was no patient involvement. The software version for this device is currently unknown. No additional information is available.